Event description:
The device was returned to the service center with a customer report of the device continuously rebooting on its own. This does not indicate a reportable event. However, during testing at the service center the unit audibly alarmed with e302 (backlight failure). An abnormal burn was found on the driver printed wire assembly (pwa) and flat cable from driver pwa to air, pressure and pin printed wire assembly (app pwa). No probable cause was found for the complaint of the device continuously rebooting on it own, as it was not duplicated during testing and the mechanism passed functional testing within specifications. The probably cause for the e302 alarm was due to the burn on the driver pwa and flat cable.